Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported the procedure was to treat a de novo lesion with moderate tortuosity and moderate calcification in the mid left anterior descending artery. Prior to the xience xpedition entering the y connector (rotating hemostatic valve), the stent dislodged from the balloon. Another device was used to completed the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.